Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the pump had flipped, which resulted in a communication issue discovered during a refill visit. The physician manually flipped the pump back and was then able to communicate with it. It was also reported that the patient had recently lost weight, which may have contributed to the flipping of the pump. The patient returned to the physician's office on (B)(6) 2014 and the physician was able to communicate with the pump without any issues.